Event description:
This report is based on information provided by a third-party repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating the hardware failure (dpm) error message was displayed after a self-test. There was no reported impact nor harm.

Manufacturer narrative:
Updated final to clarify conclusion coding.

Manufacturer narrative:
Updated final to clarify conclusion coding.

Event description:
This report is based on information provided by a third-party repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating the hardware failure (dpm) error message was displayed after a self-test. There was no reported impact nor harm.

Event description:
This report is based on information provided by a third-party repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating the hardware failure (dpm) error message was displayed after a self-test. There was no reported impact nor harm.

Event description:
It has been reported to philips that, the device displayed hardware failure (dpm) error message, after self test.